Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements with commanded testing. The shocking configuration coil to coil was greater than 125 ohms; however, coil to can was 76 ohms. All daily measurements are normal and consistently around 50-70 ohms. Boston scientific technical services (ts) discussed troubleshooting options. At this time, no further information has been made available. Additional information indicates that the lead was reprogrammed to can to rv coil and the physician plans to bring the patient in at a later date to further evaluate.